Event description:
It was reported that a physician performed a myosure for uterine tissue removal procedure and removed a "polyp that was located on the anterior fundal wall. Once the polyp was removed, the pt began to bleed profusely". It is unk the type of intervention required. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Concomitant t product: serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).